Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during standby, the unit alarmed with tf5507 (air or oxygen inlet valve cannot close properly).